Event description:
The patient underwent placement of a gastric electrical stimulation system in 2005. Through review of the hospital operation report, it was noted that the patient had originally had a gastric electrical stimulation system (enterra) placed in 2002 with replacement of the stimulation device (ipg) in 2004, due to return of symptoms. In may 2005 the patient developed recurrence of his gi symptoms and underwent exploration in 2005. The gastric leads were found to have eroded into and through the stomach and required removal with partial resection. It was elected to leave the gastric stimulation device in place at that time. Postoperative course at that time was notable for development of a superficial wound infection. In about 7 months later, due to symptoms of nausea, vomiting and abdominal fullness, the patient underwent placement of a new gastric stimulation system, along with removal of the non-functioning stimulation device. Post-operative course was reported as uneventful.